Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is returned and an evaluation completed for it. A full technical evaluation was completed in accordance with the original equipment manufacturer (OEM) specification. An unidentified material is protruding from the nozzle and causing a blockage; the blockage appears to be a white fibrous like material. The fibrous material did not originate from the olympus endoscope. A minor repair is required to return the instrument to the OEM specification. This blockage is causing the water removal to be not to specification. The device also failed in the air/water volume due to the blockage. The user¿s complaint of blockage is confirmed. Other observations for the device are: chipped light cover glasses; light cover and optical cover glasses have adhesive worn; optical cover glass scratched; distal end rubber coating (a-rubber) adhesive is worn; angle control knobs and switch head are stained; hole in the button; and electrical safety test was not to specification. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer reported to the olympus service department the issue of blocked channel observed during maintenance. There is no patient involvement and no harm reported to any patient. Upon initial inspection of the device by the service department, it was observed that white fibrous foreign material was protruding from the air/water nozzle. This medwatch is being submitted for the reportable issue of the foreign material observed in the nozzle during initial inspection of the device.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause was unable to be determined. However, the likely cause of the reported event is due to the brush was broken while the air and water (a/w) valve was brushed, and bristles entered in the a/w nozzle which caused the clogged nozzle. It is also likely the device was reprocessed with using non-lint free gauze causing the lint to enter the a/w channel and clogged the a/w nozzle. The event can be detected/prevented by following the instructions for use which state: operation manual_ preparation and inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Operation manual_ inspection of the endoscopic system: inspection of the air-feeding function, inspection of the objective lens cleaning function. The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU. Reprocessing manual_ preparing the equipment for reprocessing all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle. Manually cleaning the endoscope and accessories_ clean the external surfaces thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end. Function and inspection of the accessories for reprocessing_ channel cleaning brush (bw-20t) inspection: check the bristles for damage. If the bristles are crushed, gently straighten them with your gloved fingertips. Channel-opening cleaning brush (mh-507)_inspection: check the bristles for any damage. If the bristles are crushed, gently straighten them with your gloved fingertips. Single use combination cleaning brush (bw-412t) check the channel cleaning brush and channel-opening cleaning brush parts for loose or missing bristles. Caution: do not reprocess the single use combination cleaning brush prior to use. The brush may be damaged. Manually cleaning the endoscope and accessories_ brush the channels the channel cleaning brush (bw-20t) is consumable. The single use combination cleaning brush (bw-412t) is for single use. Repeated usage of these brushes may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the brush is free from any damage or other irregularities before and after use.) Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, and h10. Customer provided information on their reprocessing. An air water channel cleaning adapter is being used for pre-cleaning. Pre-cleaning is performed immediately after a procedure following the instructions for use. Detergent used for pre-cleaning is unknown. The endoscope channels are brushed during manual cleaning with a single use brush. Model number and brand of the brush is unknown. Cleaning and disinfectant solutions used with the endoscope are of wassenberg brand. Wassenberg automatic endoscopy reprocessor (aer) is being used to reprocess the endoscope. Detergent and disinfectant used with the aer are unknown but have polyaminopolyamide-epichlorohydrin (pae) chemistry. There been no issues noted with the aer. The endoscope is stored in a drying cabinet after reprocessing.